Event description:
It was reported that the patient had acute chest pain and pericardial effusion, post implant, of the right ventricular (rv) lead. It was also reported that the thresholds were off indicating a partial perforation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.